Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during the device changeout procedure, this right ventricular (rv) lead exhibited shock impedance measurements of greater than 200 ohms. A commanded shock was performed during the procedure in triad configuration in which the impedance measurement was 67 ohms. After the procedure, the impedances were higher. Technical services (ts) reviewed historic data which does not show any obvious rise or change in shock impedance. Ts recommended programming the configuration to rv coil to device, to eliminate the superior vena cava coil from the circuit and to monitor latitude nxt for daily measurements. This rv lead remains in service. No adverse patient effects were reported.